Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported by the patient's family that the patient had expired after an implant duration of approximately 9 years. Please note that the exact date of death is unknown. Through follow up, the health care provider indicated that they were unaware of the patient's death. No other details regarding the event could be obtained. There have not been any allegations that the edwards valve caused or contributed to the patient's death.

Manufacturer narrative:
Device not returned. This valve was implanted for approximately 9 years before the patient expired. There is no information suggesting that the edwards valve caused or contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No other actions are possible with the available information.